Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation test, pilot: difference prior to a field change order (fco) being implemented. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the test failure was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve aecm to remedy the issue. The unit passed final test after repair. Current software version 1.05.10. The system meets the specification for the performed service and is returned to use.